Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, a loss of capture, undersensing, and noise episodes were noted on the right ventricular (rv) lead. Computed tomography scan was conducted and revealed cardiac perforation in the apex of the rv channel where the rv lead was fixed. The rv lead was repositioned to resolve the event. The patient was stable with no consequences.